Manufacturer narrative:
B3-date of event is estimated. A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-08333. It was reported that patient experienced ineffective therapy due to lead migration and pain at the ipg pocket site. Surgical intervention was undertaken wherein the lead was replaced and the ipg relocated. Effective therapy was restored post operatively.